Event description:
It was reported that the customer had problems with the reservoir not lasting. Customer's blood glucose level was 117 mg/dl. Customer changed the reservoir last night and received a low reservoir alert. Customer reported that they had a no delivery alarm that was resolved by a complete set change. Customer was advised to monitor the pump. Customer was explained that the low reservoir alert was a reminder. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.